Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger fault) was confirmed. As received, the charger/modem could not recognize or charge a battery and was resetting. Upon evaluation, the u13 component on the bedside board was internally shorted and there was liquid contamination on the battery board. The charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the ca board. The cause of the failure is the damaged components and the contamination. The root cause of the defective components cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. Root cause investigation including destructive testing is underway on devices exhibiting similar flash memory failure modes. No adverse event resulted from the reported failure.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that a patient was experiencing charger faults.